Event description:
The customer reported that the o2 manifold had a check valve failure. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. The customer reported that the o2 manifold had a check valve failure. The customer requested the part number for a replacement oxygen manifold kit; the customer was then provided with the part number. Further information is pending.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with part ID of the o2 manifold kit; however, it could not be confirmed if the customer replaced the specified part and if it resolved the reported issue. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.